Event description:
A male underwent aaa repair in 2009. The pt's anatomical form was suitable for endovascular repair. The length from non-aneurismal infrarenal aortic neck proximal to the aneurysm was 20mm. There was no angle and a little calcification. The procedure was followed as instructed. A type I endoleak was confirmed by angiography. Additional expansion with another MFR's balloon did not decrease much. The physician decided to monitor the leak over time because he did not know if it was a minor leak or not. CT image was taken one week after zenith placement. The minor leak was found between graft junctions. The physician identified the leakage was not from the proximal site but from the junction of the main body and iliac leg graft. At this time, the physician is monitoring the leak and will look at CT images again in three months. Pt outcome is unk at this time.

Manufacturer narrative:
Event eval: still under investigation.